Event description:
It was reported five patients had a positive isolate for mycobacterium chelonae, and the same three endoscopes were used in the patient cases. The issue was identified at an unspecified time after a therapeutic bronchoscopy procedure was completed with the subject device. No patient information was provided. Additional information was requested, but was not available at the time of this report. This report is related to the following linked patient identifiers: (B)(6).